Event description:
It was reported that the ilet touchscreen was found cracked and, while still usable, caused difficulty operating the device and resulted in a minor injury from glass; the device had been synced prior to shutdown and will be returned, and the user was informed the device is no longer watertight and will need replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.